Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a question mark displayed over the battery icon on the central control monitor. The service rep replaced the power manager board, and confirmed that the power status indicator led was red, indicating the batteries were not fully charged. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Investigation anticipated but not yet begun.